Event description:
As reported on (B)(6) 2013, a patient of unknown age and gender presented for a drainage catheter placement. The procedure was successfully completed with no reports of complications or device malfunctions. Post procedure, the patient complained of pain. During patient assessment, it was noted the tip of the drainage catheter had fractured off inside of the patient. The fractured piece was successfully removed. The drainage catheter was removed and replaced with a new of the same device. The disposable device has been returned to the manufacturer for evaluation. Evaluation of the device is currently in progress.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).